Event description:
It was reported that there were 120 plates of bd bbl¿ mueller hinton ii agar where the media was contaminated. The following information was provided by the initial reporter, translated from german to english: 120 plates were contaminated when the delivery was received. Medium is contaminated.

Manufacturer narrative:
H6: investigation summary: it was reported that plates would be contaminated. Complaint history review: the complaints trends were reviewed and similar complaints were found to be reported for this lot number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. Sample analysis: a visual inspection was performed on retention samples and incubated for one week. As a result of this analysis no contamination was observed. Picture sample documenting the reported contamination was provided. As per the pictures contaminated plates were shown. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9%. Based upon our continuous monitoring, we derive a contamination rate that falls below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive contaminated plates. As similar complaints were reported for this issue, internal investigations were performed. Investigation conclusion: based on the evaluation and the provided pictures, the complaint was confirmed for contamination.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl" mueller hinton ii agar catalog number 221177, 510k number is a premendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 120 plates of bd bbl" mueller hinton ii agar where the media was contaminated. The following information was provided by the initial reporter, translated from (B)(6) to english: 120 plates were contaminated when the delivery was received. Medium is contaminated.